Manufacturer narrative:
Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results a CAPA is not necessary.

Event description:
No changes required.

Manufacturer narrative:
Manufacturer evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to aesculap inc. That a vega ps+ gliding surface t3/3+ 10mm (part # nx230) was implanted during a total knee replacement surgical procedure performed on an unknown date. According to the complainant, the screw for vega ps poly backed out and became loose in the joint. The patient underwent a revision procedure on (B)(6) 2021. The complaint device was returned to the manufacturer for evaluation. Followup information was received which confirmed that the device did not break; the screw backed out. The patient underwent a 25 minute scope procedure while under anesthesia to remove the screw. No patient complication were reported as a result of the event. The adverse event is filed under aic reference (B)(4).